Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer reported that the insulin pump had been exposed to high magnetic fields several months prior to the incident. Blood glucose level at the time of the incident was 225 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to confirm e70 alarm due to overwritten with a47 alarms in alarm history screen. A47 alarm noted due to corrupted history file however, the motor was tested outside the device and passed. The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.